Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was not identified; therefore, a device history record review and a similar incident query could not be performed. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which may suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured upon the inflation at an unknown pressure. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The other voyager nc coronary dilatation catheter is being reported under a separate medwatch report number.

Event description:
It was reported that both voyager nc devices ruptured; however, the atmospheres are unknown. Both devices were prepped per package insert. The case involved the right coronary artery with no calcification and no tortuosity; de novo lesion. Even though the devices ruptured, there was some dilitation accomplished and a stent was deployed with no issue. There was no clinically significant delay in the procedure. There was no patient injury. Though requested. No additional information was provided.